Event description:
It was reported that a large volume folfusor over infused with a patient. The device was filled with 150 ml of fluorouracil and 90 ml of 0.9% sodium chloride. The flow restrictor was taped to the patient¿s body and positioned above the device. Between 32 ¿ 34 hours after connection the patient noted that half the volume had infused. Expected infusion time is unknown. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This occurred from (B)(6) 2014. The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 8, 2013 to march 11, 2013. Evaluation summary: visual inspection of the returned sample found no signs of physical abnormality that could have caused the reported condition. A flow rate test was then performed, and the flow rate was found to be within the specification range of the product. The reported condition was unable to be verified. A review of all batch record documents was performed with a non-conformance identified; however, the lot later met the acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.